Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number, the manufacturing date cannot be determined.

Event description:
It was reported the patient experienced a pulmonary embolism during a case, which the physician thinks may have been caused partially by the design of the catheter. No further patient complications were reported as a result of this event, and the patient's status was noted to be ok.